Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not discharge, intermittently, using external paddles. Complainant indicated that there was no pt involvement in the reported malfunction. Customer biomed isolated the alleged malfunction to the multi-function cable. The cable was replaced. There have been no additional reports related to this device. Customer has declined to return the device to zoll medical for eval.